Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during implant, a clamp was placed on the drive line near the exit site which caused the system controller to alarm with audible and visual red heart alarms. A review of the log files indicated that a pump stoppage took place during the placement of the clamp. The clamp was removed and the pump resumed operation. Subsequently while the pt was in the hospital, she kinked the percutaneous lead at the same location while she was sleeping, causing the pump to stop again. Modified cables were shipped to the hospital by the MFR to illuminate the potential of pump stoppage in the event the lead is kinked again while the pt is tethered to the power module. No further problems have been reported.